Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician observed that the hematocrit saturation mounting tab was broken. Since the event occurred at the service center, there was no pt involvement during this event.